Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
A journal article was retrieved from anaesthesia that reported a study from oslo university hospital in norway from january 2017 to april 2018 that looked at analgesic effect of intravenous dexamethasone after volar plate surgery for distal radius fracture with a brachial plexus block anesthesia. The study reviewed fifty-one patients to undergo acute fixation of radius. Standardised flexor radialis carpi approach utilized. The study population had a mean age of 56 years at time of surgery (range 46-60) for the dexamethasone group and 55 years at time of surgery (range 38-61) for placebo group. Follow-up was conducted at 7 days, 6 weeks, 6 months and 1 year. The study reported thirteen patients within the placebo group who experienced long-lasting pain at 1-year.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.